Event description:
Customer reported the left monitor goes dark intermittently. No patient injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the left monitor. System operates as intended.